Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device & delivery system (wds) was successfully implanted on 2023. The patient was discharged. During a follow up the patient was noted via transesophageal echocardiography (tee) and computed tomography (CT) to have a 3-5mm leak on the closure device. The physician decided to close off the leak, a contrast shot was obtained to see if the leak was large enough for a 20mm closure device or a non-boston scientific (bsc) amplatzer plug. The physician decided to close the leak with a non-bsc 10mm amplatzer plug. There were no patient complications.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.